Event description:
This device was implanted on (B)(6) 2002 and explanted on (B)(6) 2011 due to an unknown reason. No other information is available at this time. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).